Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony intraocular lens (model zxt150 +27.5 diopter) was observed to be cut/torn during the post-operative examination. No patient injury was reported and the iol remains implanted. The account commented that there is a small tear at the side of the iol which does not interferes with the central vision. No further information was provided.